Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a jolt sensation when turning therapy back on, though the feeling subsided. The patient inquired how to turn off the therapy for an upcoming unrelated procedure. Patient services had reviewed how to use the patient programmer to turn therapy off and on, and the caller was able to turn the therapy off on both sides successfully.